Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
Trend analysis results: no patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: brown particles on the surface of the shell, opening crack, delamination, wear abrasion, crease fold. Leak test was performed and found opening crack on diaphragm valve and delamination. A microscopic analysis was performed which identify a opening crack on diaphragm valve and delamination. Based on the device analysis the final assessment is: - a crack opening on diaphragm valve due to cracked valve seat diaphragm valve. - delamination of the diaphragm valve assessed as adhesive failure.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, d.9, h.3, h.6.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.